Event description:
New information received on june 26, 2019 noted that the lead exhibited failure to capture. The patient was experiencing dizziness/presyncope due to the issues on the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited a polarity switch due to low impedance. The patient was brought into clinic and upon interrogation, the lead exhibited oversensing of noise resulting in pacing inhibition. The lead was explanted and replaced on (B)(6) 2019. It was noted that the lead was fractured. The patient¿s condition was stable before and after the procedure.

Manufacturer narrative:
A partial lead was returned in one piece measuring 51.5cm. The reported event of fracture was not confirmed; testing did not find any indication of conductor fractures. The reported events of low impedance and ¿oversensing noise resulting in pacing inhibition¿ were confirmed. Analysis of the lead noted internal insulation abrasions at 4.3 cm ¿ 4.5 cm, 4.7 cm ¿ 4.8 cm, 5.4 cm ¿ 5.9 cm, 6.2 cm ¿ 6.3 cm, 6.6 cm ¿ 6.7 cm and 6.8 cm ¿ 6.9 cm from distal tip. The cause of the low lead impedance and oversensing noise was due to inner insulation abrasions.